Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 514 mg/dl. The contact was uncertain of the suspected cause. The customer delivered a bolus via the pump. Multiple attempts were made to complete troubleshooting with the customer, however no response was received.